Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had surgery for ipg placement. During the surgery the doctor was to have implanted an ipg with model # 3660, instead ipg model # 3661 was given to the doctor to implant. Intra-operatively low impedance readings were measured. The doctor confirmed the lead tails correctly placed in the ipg header. Reportedly the patient had successful programming post-op. The doctor reported once the site is healed, replacement would be scheduled.